Manufacturer narrative:
No additional information is available. If additional information becomes available the report will be updated at that time.

Event description:
It was reported that the remote home monitoring system issued an alert for high out of range shock impedance measurement five months post implant. The patient came into the clinic for testing and provocation was negative. The shock impedance limit for alerts on the remote home monitoring system was increased to 125 ohms and subsequently to 150 ohms six months later. Review of the data found that the general range of the shock impedance measurement is between 80 to 120 ohms, it does reach 137 ohms. Technical services (ts) was consulted and discussed that troubleshooting should be performed as the cardiac resynchronization therapy defibrillator (crt-d) has not delivered any shocks to date that would indicate a true impedance measurement. Ts discussed that the remote home monitoring data showed frequent variations in shock impedance measurements. Of note, there was one three month period from this year where the impedance values were lower, but within range. Ts discussed potential causes along iwth further troubleshooting options and consideration of x-rays. The crt-d and rv lead remain in service and no adverse effects were reported.